Event description:
The pt that was implanted with this implantable cardioverter defibrillator (ICD) is represented by an attorney. The pt is decreased. To date, guidant has received no allegations of device involvement in pt's death.